Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of es - unable to open the drawer was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the drawer failure caused a delay but no harm. The fse re-seated all cabling and restarted the system, with no change in behavior. All pockets in the drawer were manually removed, and the row ribbon cable was replaced; however, there was still no change in behavior. The led ds205 remained off on the pyxibus controller module. Thereafter, the pcm, drawer controller board, and retractor band assembly were replaced simultaneously. Once these actions were completed, the system was tested thoroughly using the hardware test application. The firmware was updated, the pockets were re-inserted, and service was restored with no issues observed. During dchu visual inspection: pn 331392-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Pn 151630-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Pn 150825-01: the unit was received with physical damage, sharp bends with cut and exposed copper strands. No evidence of fluid ingress or other anomalies. Pn 353844-01: the unit revealed copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. During dchu testing: pn 331392-01: the returned pcba dwr cntlr v1.10/v1 was evaluated on an esd-protected surface using a calibrated digital multimeter showing normal resistance values (>1000 ohm) for d501, mosfet q501, tp501, and mosfet q601, with all other components (resistors, diodes, etc.). However, when mounted to a known-good hh drawer, the device did not detect the drawer, confirming a faulty board and no further testing was required. Pn 151630-01: the returned pcba pmc v1.06/v0.09bl hh was evaluated on an esd-protected surface using a calibrated digital multimeter showing normal resistance values for f201 with all other components (resistors, diodes, etc.) And the hardware test application (hta) confirmed that all the tests passed successfully with no anomalies or intermittent behaviors. Pn 150825-01: no further testing was required due to evidence of physical damage, bends, cuts and exposed copper strands. Pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of es - unable to open the drawer was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and an assy cable ribbon rowboard (pn 150825-01) with physical damage compromising the drawer's functionality. Additionally, after performing hardware test application (hta) for the pn: 331392-01 (half-height drawer controller), it was determined that the failure was caused by a faulty pcba without a specific failed component preventing proper functionality according to the board specifications

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. As per part investigation, it was determined that the issue was due to thermal damage in the retractor assembly, damaged ribbon cable, and a faulty drawer controller board. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer ran re-seated all cabling and restarted with no change. I removed all pockets, replaced the row ribbon cable, and later replaced the power control module, drawer controller board, and retractor band assembly simultaneously. After firmware update and testing in the hardware app, pockets were re-inserted, and service was restored. The system functioned as intended after the field service engineer resolved the issue.